Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 a getinge field service engineer (fse) arrived on site and make a quote and waiting for po approval from the customer. As of now after 3 gfe no response received from customer so closing the complaint. In case we received some repair related information in future will reopen the record and update it.

Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventative maintenance that the cs300 intra-aortic balloon pump (iabp) required parts replacement. No patient involvement was reported.

Manufacturer narrative:
After further review, the emdrs for this complaint were incorrectly submitted. The complaint was created in error; there was no reported customer dissatisfaction related to this event, rendering it non-reportable to the FDA. As a result, no follow-up emdr is necessary. Please cancel it in your database.

Event description:
The issue reported relates to a battery and safety disk that was due for replacement in the cs300 intra-aortic balloon pump (iabp). There was no impact on device performance, clinical use, or patient safety.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions).